Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the drive train motor brake assembly's air gap was too wide, out of manufacturing specification. Thereby, the root cause of the reported issue was due to a defective drive train motor assembly which is likely attributed to wear and tear. No physical damage on the returned autopulse platform was observed during the visual inspection. However, the drive shaft was exhibiting binding and resistance as a result of a sticky clutch. To remedy the sticky clutch, deburring was performed and also this issue was unrelated to the reported complaint. During device archive data review, system error 139 (unable to hold compression position) message was observed on the reported event date, thus confirming the reported complaint. The initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" error message displayed on the autopulse platform during power on. To remedy the issue, the defective drive train motor assembly was replaced. After part replacement , the autopulse was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial #(B)(4). Based on zoll medical safety assessment, the patient's death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (serial #(B)(4)) used on a (B)(6)-year-old, (B)(6) lbs, male cardiac arrest patient, it displayed error message after performed 45 minutes compressions, and the crew reverted to manual CPR immediately. Rosc was not achieved and the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6), 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, during device use on a (B)(6)-year-old male patient, the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR ". Crew did not attempt to clear the error and immediately performed manual CPR for 20 minutes at the hospital. According to the fire chief, the autopulse platform performed compressions for 45 minutes with a battery changed prior to the error. The patient had a seizure which led to his cardiac arrest, and he was about (B)(6) lbs. After the patient was removed from the autopulse platform, the crew replaced the lifeband and rebooted the device but the same error displayed. Patient expired at the hospital. The fire chief also stated that in talking with the paramedics, the autopulse platform did no attribute to the patient's death.